Event description:
A pt reported that their meter allegedly would only prompt the not ok message. Pt did not have any symptoms. The issue was not resolved. There was no medical intervention. No treatment given. The meter was replaced. No further info has been reported.